Manufacturer narrative:
Product event summary the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant, the lead exhibited no capture. The rv lead was re-positioned and again no capture exhibited. Troubleshooting was performed with the with the atrial part of the analyzer cable, and again no capture in the ventricle. Additional troubleshooting was performed connecting and reconnecting the rv lead, and changing cable and result again revealed no capture. The rv lead was removed. A new lead was used to complete the procedure with no problem encountered. No patient complications have been reported as a result of this event.